Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having fluctuating high and low blood glucose of 30 to 408 mg/dl and treated with food. Customer declined troubleshooting. No further details provided.